Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the hospital staff connected the reload to the handle during a lobectomy procedure, the opening and closing was able to be performed but the green button could not be pressed. The procedure was completed with another device. There was no patient injury.